Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump errors and battery failed alarm. The customer's blood glucose was 159 mg/dl at the time of incident. The customer reported that they were unable to rewind the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with operating currents within spec and passed self test. No failed battery test alarms were noted. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. However, unit alarmed pump error during rewind, problem was isolated to the motor. The motor was tested outside the device and failed. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error. Device was received with minor scratched display window and case.